Event description:
It was reported that the recipient experienced a cerebrospinal fluid (csf) leak during initial implant surgery. The csf leak was repaired and the recipient was successfully implanted. The recipient was admitted to the hospital overnight for observation. The recipient's activation went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.